Manufacturer narrative:
It was reported that during in-home use of the life 2000, the patient¿s oxygen saturations dropped 80-89% with ambulation. The patient was placed to 5 l nc via an oxygen tank and his saturation recovered 91-95% with no additional medical intervention required. The patient is an 80-year-old male with a relevant medical history of severe stage iii copd, chronic respiratory failure. During the event the patient was on the life 2000 (low settings) with 6l 02 bled in from a third-party concentrator (7 l max, brand not provided/labeled on the device & pics attached via the complaint). It is noted the concentrator is ¿new,¿ digital, purchased online, and does not have a ball for the flowmeter. The oxygen concentrator does however have a ¿purity level on which reads 46% on 6l¿ and it is noted this purity level reads low the higher the liter flow goes up. Hillrom advised the patient to hold use of the life 2000 until a trainer could swap out the vent, compressor, and combo tubing interface. It was additionally advised for the patient to have the third-party oxygen concentrator serviced due to the purity level noted. There was no allegation of malfunction; however, the device in question is being swapped out and returned for inspection. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Inspection by a hillrom technician found both the devices compressor and ventilator functioning as designed. Hypoxia is a condition or state in which the supply of oxygen is insufficient for normal life functions. Hypoxemia (low oxygen saturations) is a below-normal level of oxygen in the blood, specifically in the arteries. Normal adult blood oxygen levels typically range from 95 to 100 percent. Oxygen desaturation can be contributed to disorders such as respiratory failure, respiratory infections, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, although the patient¿s oxygen level was clinically below normal range, the change was temporary, and medical intervention was not required. Additionally, the patient recovered at home by switching to the already prescribed oxygen therapy, and there was no report of permanent impairment of body function or damage to body structure, which concludes/indicates no serious injury occurred. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's underlying pulmonary pathology. However, hillrom is unable to rule out if a system interaction/malfunction between the life2000 and third-party vendor concentrator is likely to lead to a serious injury if the event were to recur.

Event description:
It was reported that during in-home use of the life 2000, the patient¿s oxygen saturations dropped 80-89% with ambulation. The patient was placed to 5 l nc via an oxygen tank and his saturation recovered 91-95% with no additional medical intervention required. The patient is an 80-year-old male with a relevant medical history of severe stage iii copd, chronic respiratory failure. During the event the patient was on the life 2000 (low settings) with 6l 02 bled in from a third-party concentrator (7 l max, brand not provided/labeled on the device & pics attached via the complaint). It is noted the concentrator is ¿new,¿ digital, purchased online, and does not have a ball for the flowmeter. The oxygen concentrator does however have a ¿purity level on which reads 46% on 6l¿ and it is noted this purity level reads low the higher the liter flow goes up. Hillrom advised the patient to hold use of the life 2000 until a trainer could swap out the vent, compressor, and combo tubing interface. It was additionally advised for the patient to have the third-party oxygen concentrator serviced due to the purity level noted. There was no allegation of malfunction; however, the device in question is being swapped out and returned for inspection. This report was filed in our complaint handling system as complaint # (B)(4).